Manufacturer narrative:
Per the clinic, the patient also experienced an extrusion at the receiver/stimulator site. It was confirmed that the device was explanted on (B)(6) 2023. This report is submitted on january 17, 2024.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to undergo a skin flap rotation revision surgery. The patient was also treated with topical antibiotics and IV antibiotics (specific date and duration not reported). This report is submitted on march 12, 2024.

Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site and infection subsequent to sustaining a head trauma. The device was explanted (date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 21, 2023.